Manufacturer narrative:
Trackwise (B)(4). Updated section: d10, g4, g7, h2, h3, h10, h11. Corrected section: h3- if other provide code -"device returned".

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) there were 2 additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of aug 2021 through nov 2021. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 to nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13/22) the device was returned to the factory for evaluation on 12/08/2021. An investigation was conducted on 12/14/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock not engaged. The seal and tension spring assembly was observed inside the body of the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. Measurements were taken of the delivery device; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.213 inches. The length of the delivery tube was measured at 2.48 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed but was confirmed for the analyzed failure "fitting problem".

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was defective - faulty - umbrella has not triggered. New heart string used. No injury or effect on the patient.